Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H3, h6: visual inspection: upon visual inspection of the complaint device it can be seen that on the proximal end, the threaded tip, is broken off, this thus confirming the complaint description. Furthermore, the distal end is showing many dents and deformation from hammer blows. In addition, the instrument is showing marks and scratches from often use. Document/specification review: drawings and revisions are in accordance to DHR of production lot 9602442 . All relevant features are defined on the used drawing revisions of DHR of production lot 9602442 . Furthermore, the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no document/specification review is needed. Dimensional inspection: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no dimensional inspection is needed. Furthermore the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage. Summary: unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that excessive force through hammer blows led to this damage or/and that during the operation an application error may have taken place. To prevent such problems, it is necessary worn or damaged instruments to replace and/or to operate according to the technique guide (dsem-trm-0814-0173-3, page 22: ¿if necessary, insert the nail with light hammer blows.¿). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Part: 03.010.523, lot: 9602442, manufacturing site: bettlach, release to warehouse date: 11.jan.2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Only top level of the device history record reviewed as sub-components are not lot tracked.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Occupation: reporter is synthes sales consultant. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during an unknown procedure, when the surgeon hammered the trochanteric fixation nail-advanced (tfna) nail into the patient using the driving cap into an unknown insertion handle, the threaded tip of the driving cap broke off. So, the threaded tip of the driving cap was removed from an insertion handle and the implant seating was completed. The driving cap broke at the end of nail insertion. No further hammering was required, and no additional driving cap was required. No surgical delay caused or further action required. Patient outcome was unknown. Concomitant devices reported: unknown tfna nail (part #: unknown, lot #: unknown, quantity: 1), unknown hammer (part #: unknown, lot #: unknown, quantity: 1) and unknown insertion handle (part #: unknown, lot #: unknown, quantity: 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for complaint (B)(4).